Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads are coming off- oral-b power oral care refills [device breakage]. Case narrative: consumer via phone stated that brush heads are coming off while brushing teeth. No injury was reported.